Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was last able to recharge the ins and last felt stimulation in (B)(6) 2018. On (B)(6) 2018, the patient tried recharging the ins but got a poor communication message on their recharger. It was noted the patient had gone on vacation so they had shut off their ins at that time. Patient services had the patient perform an antenna locate (al) feature but that did not resolve the inability to charge the ins. They were redirected to the doctor to determine if the ins was in over discharge. No further complications were reported or anticipated.